Manufacturer narrative:
(B)(4). D10: associated product information, part number (lot number): sbgl0003 (56700691). The product has been received by zimmer biomet, and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a return inspection, the post reamer was found to be fractured, and the instrument tray would not close properly. The usage of these instruments could not be traced back to a specific case or event date and did not appear to be associated with any over the last year. There are no known patient impacts due to these malfunctions. Attempts have been made, and no further information has been provided.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6: proposed annex g code: mechanical (g04): drill. The reported event is confirmed, as the product was returned. The returned product showed, that the end of the cutting feature is cracked and damaged. The material hardness and product identifier conform to internal print specifications. The device shows wear and tear, that indicates repeated use. The reported event did not occur in an operating room or as part of a medical procedure. Medical records are not available for review. A review of the device history record(s) identified no deviations or anomalies, during manufacturing. A definitive root cause cannot be determined. If any further information is found, which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.